Event description:
It was reported that sterile drapes, towels etc, placed on the patient during procedures may accidentally activate the tssc's joystick. The concern is that unintended motion due to accidental activation of the motion controls can lead to a serious injury. No injury was reported.